Event description:
It was reported that prior to insertion, a hole was punched by a 5.5 mm punch. When the anchor was inserted, it broke in half. The loose half was retrieved. The surgeon tried to remove the half that was implanted, but could not, so he decided it was secured enough to complete the case. This was a supraspinatus rotator cuff procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned. Therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or improper bone preparation prior to insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.